Event description:
(B)(6) clinical study. Same case as 2134265-2013-04677. It was reported that post stenting procedure, the patient experienced myocardial infarction. In (B)(6) 2011, the patient presented with stable angina and cardiac catheterization was performed which revealed the target lesion that was located in the 80% stenosed mid right coronary artery and was 12mm long with a reference vessel diameter of 2.5mm. The lesion was treated with direct stent placement using a 2.50 x 24mm taxus liberté stent which resulted to 0% residual stenosis. During the procedure, a non-target lesion located in the proximal left circumflex was also treated with the placement of a 3.0 x 32mm ion paclitaxel-eluting platinum chromium coronary stent system. One day post procedure, the patient was discharged on aspirin and prasugrel. On the same day that the patient was discharged, the patient experienced anginal pain was diagnosed with arc myocardial infarction. At the time of the event, the patient was taking aspirin and prasugrel. Cardiac enzymes were elevated, consistent with protocol definition of myocardial infarction. The patient was treated with nitroglycerine. On the same day, the event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).